Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r oversensing resulting in inappropriate auto mode switching (ams) and inappropriate at/af diagnostics were observed. No patient symptoms were reported. Programming changes were discussed. Device remains implanted.